Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On unreported date(s), the patient was hospitalized for the event and the patient began unspecified treatment for the peritonitis (not further specified). The outcome of the peritonitis was unknown. No additional information is available.